Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the proximal stent region were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement . The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The mildly stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.75x32mm synergy drug-eluting stent was advanced for treatment. However, during procedure it was failed to cross the lesion and when it was withdrawn the tail end of the stent strut was found lifted up. The procedure was completed with a different device. There were no patient complications reported and that the patient status was stable.

Event description:
It was reported that stent damage occurred. The mildly stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.75x32mm synergy drug-eluting stent was advanced for treatment. However, during procedure it was failed to cross the lesion and when it was withdrawn the tail end of the stent strut was found lifted up. The procedure was completed with a different device. There were no patient complications reported and that the patient status was stable.